Event description:
Information was received from a patient (pt) regarding an external device. The reason for call was pt reported their implantable neurostimulator (ins) was no longer charging, they can charge the controller to 100% but when they charged the ins the paddle turns 'incredibly hot' and felt like getting warm underneath the skin where the ins is located too. Pt said the issue started on saturday. Pt stated that their controller battery will drain down to 0% and charged the ins to 40%. Pt stated they moved to a different location. Pt said they had a rep but no longer working with the company. Pt mentioned that they fell and broke their hip, they were in a healthcare facility and wanted to send the replacement at that location. A replacement recharger telemetry module (rtm) was sent out. No symptoms were reported.

Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6), UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.